Event description:
Additional information was received from the patient. They clarified that device stopped functioning twice statement was in reference to symptoms, they had been recovering from a surgery. After having their surgery it stopped working while recovering from surgery in hospital bed. It took two times before starting to work.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient had therapy turned off for an unrelated surgery yesterday and afterwards the nurse turned it back on and patient could feel stimulation. Later that evening patient felt urgency and pressure and had been flushing lots of water and fluids and had an IV so had a large amount of urinary output. Patient checked therapy settings and adjusted it, and it was working when patient went to bed. This morning patient started coughing and had a little urine output. Patient was concerned and felt like the device had stopped working because of the urinary symptoms and loss of stimulation sensation. Patient support reviewed therapy expectations and considerations regarding stimulation sensation, general theory and use of the handset and the importance of discussing medical symptoms with their managing physician. Additional information was received from the patient. They reported that the most likely cause of the loss of stimulation and return of symptoms was the patient turned off the device prior to having a ¿unrelated surgery¿ on (B)(6) 2020 . The steps taken to resolve the issue were the patient returned to the room after having surgery and turned the device back on. They said later on that evening it had stopped functioning twice for an unknown cause. The issue was confirmed resolved.